Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Product analysis could not be completed to confirm if the failure contributed to the reportable event. The exact root cause of the reported condition could not be determined without an actual sample to examine. A summary of biocompatibility testing shows the product meets the biocompatibility requirements for it's intended use and therefore is expected to pose no potential toxic liability to the patient. This product contains poly(hexamethylenebiguanide) (phmb). A review of the material safety data sheet for phmb revealed the health effects on skin as: prolonged, repeated overexposure may cause allergic sensitization. Skin irritation is most likely attributed to individual's skin sensitivity. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, each lot is tested in duplicate for phmb concentration. No product was returned to determine if it would meet quality control release specifications in its current condition. No complaint trend exists, therefore, corrective action is not required at this time. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 9/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports that patient had allergy patch testing done last week, after having several mysterious contact reactions come up. It was decided that a patch test also be done with the amd foam just to see if it was indeed causing a reaction. The amd foam piece was taped on to clear skin on patient's back and left on for 5 days. After the first day of the testing, patient's back in the spot was very, very itchy and burning. When the tape was taken off, the amd foam had caused a 3+ reaction with blistering.